Event description:
It was reported that the md inserted the super arrowflex (saf) sheath into the pt's right femoral artery. The intra aortic balloon (iab) was prepped per instruction. As the md was inserting the iab into the sheath, it became stuck. As a result, the md requested another iab to complete the procedure.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.